Event description:
Boston scientific received information in (B)(6) 2008, that this implantable cardioverter defibrillator (ICD) was alleged to be experiencing premature battery depletion. This device is included in the (B)(6) 2007, shortened replacement window advisory population. The calling health care provider (hcp) told a boston scientific technical services consultant (ts) that the device did not meet the definition of premature depletion as detailed in the advisory, but alleged that premature depletion was occurring based on drops in battery voltage measurements over the previous eight months. Ts discussed that the rate of depletion over the device's service life appeared to be within specifications. There was no report of adverse patient effects, and the device remains implanted and in service. Subsequently, boston scientific received information that this device was received at boston scientific's return products department in (B)(6) 2011 and that this patient had died in (B)(6) 2010. There were no reported allegations or complaints against the device's operation or functionality.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Although engineering calculations determined that this device did meet expected longevity, the device's life cell capacity was less than expected. A review of the device's memory found that this device declared elective replacement indicator (eri) while implanted and was triggered by battery voltage. Laboratory testing found that this device was in storage mode associated with a monitoring voltage of 2.08 volts. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. Laboratory testing confirmed that this device had been exhibiting the behavior as described in the advisory. Available evidence shows no correlation between the malfunction and the patient death.